Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information: imdrf annex a and g codes.

Event description:
It was reported that the customer had experienced an unspecified number of channel disconnect errors. The customer indicated that the modules were hit or bumped and became disconnected. This issue occurred for two patients receiving sedation medication. There was patient involvement, but no patient harm.

Event description:
It was reported that the customer had experienced an unspecified number of channel disconnect errors. The customer indicated that the modules were hit or bumped and became disconnected. This issue occurred for two patients receiving sedation medication. There was patient involvement, but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.